Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and observed several diluted detergent empty errors on event log; also noted log magnesium (mg) reagent blank (rb), and low calibration results. The fse did not identify any system malfunction. The fse emptied the deionized water tank and diluent detergent tanks and rebooted the instrument to allow to refill. After powering up instrument performed prime all, and then performed quality control (qc) testing successfully without further errors. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous magnesium (mg) patient results. The erroneous results were reported out and later amended. The customer reported there was a change in patient treatment. The treatment provided to patient is unknown. The customer did not provide patient treatment details and no additional information was provided. There was no report of harm to the patient due to the medication. The customer did not provide patient data or demographics.